Event description:
When testing the bed, the technician found high ground leakage due to a loose ground wire at the foot of the bed.

Manufacturer narrative:
The technician tightened the ground screw at the foot end of the bed to repair the bed.